Event description:
A (B)(6) female pt contacted zoll customer support to report that the battery charger power cord was not functioning properly. The pt received a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (battery charger power connector problem) has been confirmed. As received, the charger would not power on. The cause of the inability to power on is a defective power unit. The cause of the defective power unit is disconnected pins in the connector. The root cause for the disconnected pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the defective power unit. The pt received a replacement battery charger.